Manufacturer narrative:
No unexpected critical pump error (open book) noted. However, device received with flashing white lcd display due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer stated that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.